Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the pulmonary artery resection, they were unable to unload the device, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. They converted the laparoscopic procedure to an open due to device problem and extended surgical time for more than 30 minutes. The incision had also extended more than 1 inch.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the pulmonary artery resection, they were unable to unload the device, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. They converted the laparoscopic procedure to an open due to device problem and extended surgical time for more than thirty minutes. The incision had also extended more than one inch. A manual stapler was used to resolve the issue.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that the lock out slider block was damaged and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit(sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. If information is provided in the future, a supplemental report will be issued.